Manufacturer narrative:
Physio-control examined the customer's device and verified the reported issue. Physio then replaced the main keypad assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further evaluated the removed main keypad assembly and observed that the left side of the on button was damaged, making the on button very sensitive. As a result, it hardly required any pressure to turn the device on or off.

Event description:
The customer contacted physio-control to report that their device would not power off when prompted and that the only way to power the device off was to remove the device's batteries. There was no patient use associated with the reported event. Upon examination of the device, physio-control observed that the on button located on the main keypad assembly was damaged, which led to the device powering on and off by itself.